Event description:
It was reported that post stent implantation in the left internal carotid artery, the patient experienced hypotension. Fluid bolus was giving resulting in hypertension, therefore, cardene drip was started. After cardene was stopped hypotension returned. The hypotension resolved 48 hours later and antihypertensive medications were resumed. One day post procedure, the patient experienced confusion. CT of the head showed no acute findings. The cause of the confusion was undetermined but reported as possibly related to hypotension or sundowning. No treatment was given. Confusion continued at the time of discharge. Hospitalization was prolonged. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. There was no reported product deficiency. The reported patient effects of hypotension, neurological deficit/dysfunction and treatment with medications are known adverse events and is listed in the product instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.